Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager was unable to be opened. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) had failed because the cable connecting the unit to the back of the lower half of the station was loose. A field service engineer inspected the device and resolved the issue by tightening the loose cable, adjusting the hasp, cleaning the latch to remove corrosion and buildups on the spades of the connectors, reconnecting components, and restoring remote manager functionality. The system functioned as intended after the field service engineer repaired the device.